Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported by the patient that their pacemaker was turned off four years ago, as it was causing their left arm to twitch violently, due to a lead being broken. The patient described a situation where they attempted to remove a piece of lint from their spouse's face, and accidentally punched the spouse as a result of the arm twitch. The patient also shared that their arm became unreliable four years ago due to extreme twitching, and the patient is now concerned that their device has turned back on. The patient stated:"my leads were broken so the doctor turned my leads off, but it's shocking my arm again". The implantable pulse generator (ipg) and right ventricular (rv) lead remain in use. No further patient complications have been reported as a result of this event.